Manufacturer narrative:
Previous driveline infection is reported under MFR#2916596-2020-01738, previous gi bleeding anemia are reported under MFR# 2916596-2020-01769. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented on (B)(6) 2019 for fatigue and weakness, likely secondary to anemia from continued gastrointestinal bleeding. Patient was transferred to the ICU (B)(6) 2019 for septic shock secondary to aspiration pneumonia. Upon treatment patient was ultimately discharge to a skilled nursing facility for further rehab efforts. Additional information state had a history of head injury. CT on (B)(6) 2019 showed a small residual right posterior parafalcine subdural hematoma. The patient had a history of driveline infection with perforation of transverse colon status post partial colon resection with anastomosis and externalization of line in (B)(6) 2019, and history of gastrointestinal bleeding and anemia.

Manufacturer narrative:
Section b5: history of previous gi bleed is also reported under MFR#2916596-2020-01901 correction in previous section h10: history of previous infections under MFR#2916596-2020-01937

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported bleeding could not be conclusively established through this evaluation. Additionally, a direct cause of the reported infection could not be determined. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a fall on (B)(6) 2020 prior to presenting to the hospital on (B)(6) 2019 for fatigue and weakness that was likely secondary to anemia from continued gi bleeding. The symptoms included increased fatigue, decreased appetite, coffee ground like stool and lowering hgb. The patient was treated with admission and medication management. The patient was transferred to the ICU on (B)(6) 2019 for septic shock secondary to aspiration from pneumonia. The patient was treated with prophylactic antibiotic management. Upon treatment, the patient was ultimately discharged to a skilled nursing facility for further rehab efforts. A CT scan on (B)(6) 2019 noted small residual right posterior parafalcine subdural hematoma that was decreased in size from the comparison study performed on (B)(6) 2019.